Event description:
It was reported that the pulse generator could not be interrogated on (B) (6) 2009. The patient's heart rate was 30-35 beats per minute; there was no device output. At the last follow-up on (B) (6) 2009, the device had an estimated remaining longevity of 1-1.5 years. The pulse generator was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found that the device went into bvvi mode around (B) (6) 2009 due to a checksum error. The reason for the checksum error could not be determined. The bvvi increased the current drain, which shortened the time to elective replacement indicator. As received, the pulse generator exhibited no output and no telemetry due to a depleted battery. When an external power supply was connected, software could be downloaded successfully and normal function ensued.